Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation the pulse generator exhibited an error message display. The second time the device was interrogated it exhibited backup vvi mode. After a software download, normal function enused.